Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead was received in four pieces. Insulation was abraded at 6 cm to 7.3 cm from the proximal cut end due to friction with another implantable device. This could have contributed to the reported complaint of noise.